Event description:
It was reported that the customer awoke in the morning with elevated blood glucose levels (333 mg/dl with ketones). Upon waking, he also noted a low insulin alert on his pump. He then changed the cartridge to a new cartridge, full of insulin, and delivered a correction bolus, and his blood glucose levels immediately lowered. The customer also reported that he had rolled over and had been laying on the site area during the night.